Manufacturer narrative:
A philips bench technician evaluated the device. The technician was unable to duplicate the issue when powering on the device, there were no errors on the display, and all connections were checked. The device charged and discharged on test battery. The technician was, however, able to reproduce the error 00001 using a low battery. The customer stated the battery used during the event was a third party battery. The customer declined to provide any additional info on the battery. A review of the patient event file was not possible as there was no event on the device which matched the timeframe or description of the incident. Note that the heartstart xl instructions for use (edition 7, publication m4735-91900, page 13-28) states to "use only the multifunction defib electrode pads, battery, and accessories listed" which includes (B)(4) philips sealed lead acid battery. No parts were replaced. The device passed all performance assurance tests and was returned to the customer. Philips was able to confirm the reported malfunction using a low battery. The customer was using a third party battery. There was no information to support a malfunction of the heartstart xl.

Manufacturer narrative:
Additional details have been requested, but no information has been received at this time. A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl defibrillator monitor turned black when they tried to use on a patient and showed error 1. The patient died.